Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. The fetch2 thrombectomy catheter was used to complete the procedure. However the device broke midway along the catheter shaft during withdrawal. No patient complications were reported.